Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 4968-60 lead; implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported by the patient that they had a decrease in heart rate during an epidural procedure. The implantable cardioverter de fibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.